Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after closing the incision post implant procedure, the patient complained of abdominal pain. A computerized tomography (CT) scan was performed and confirmed bleeding inside the abdominal cavity. Hemostasis was performed by manual compression and was successful. The physician suspected that the introducer had scratched the iliac vein during the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.